Event description:
The patient's spouse reported the device system was removed due to infection. The device was not returned to the manufacturer for analysis. Additional information has been requested by medtronic from the health care profressional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.